Event description:
It was reported that the atrial lead was out of position and had high and unstable thresholds. At the lead repositioning procedure, the helix was unable to retract. The lead was explanted and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: (B)(4) implantable pacing lead 2012 (B)(6).